Event description:
Boston scientific received information that this device was electively explanted to date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded one fault that was most likely caused by the use of electrocautery.